Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a white particle on the reservoir. The device was filled with ciprofloxacin. This occurred before patient use. There was no patient involvement. No additional information is available.